Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a below the knee stenting procedure, a shaft break occurred. The stenosed target lesion was located in a heavily calcified and highly tortuous lower leg artery. A 4.00x38mm promus element plus stent delivery system (sds) was used to treat the target lesion. The physician encountered difficulty during advancement of the sds catheter, and the catheter shaft bent and broke. The broken shaft was retrieved. No patient complications were reported and the patient's status was fine.